Event description:
It was reported that during implant, the coronary sinus was dissected. Surface echo the following day did not show any effusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.